Event description:
During follow-up, decreased battery voltage was observed on the device. The healthcare professional suspected premature battery depletion. No intervention has been performed at this time. The patient was in stable condition.

Event description:
During follow-up, decreased battery voltage was observed on the device. The healthcare professional suspected premature battery depletion. Device replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.